Event description:
Event description cpi received information that this transvenous defibrillation lead was experiencing intermittent loss of capture. The lead was removed from service and successfully replaced with another cpi lead.